Event description:
Boston scientific received information that during a routine device checkup, right atrial (ra) lead loss of capture (loc) was observed. This ra lead was found to be dislodged. A revision procedure was performed. The left subclavian vein appeared to be occluded, causing the lead movement and migration over time. The ra lead was successfully explanted. The remaining device system was moved to the opposite side of the patient's body. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.